Event description:
The pt experienced a shocking sensation within a week of implant. She also had a burning sensation at the implant sites. Her buttocks became numb. She visited her physician and the company rep and it was determined that the device was okay. The pt continued to have the shocking pains and tingling sensations. She also had cramping in her extremities (hands, feet, and legs). The pt was unable to visit a physician for months and turned the device off. She relocated to another city for cancer treatments and received care through the hosp. While the device was off, she still experienced the same symptoms which now included body pain. She visited another physician and company rep, but was unable to get the device problem resolved and the device was kept turned off. She started bladder infusions because the device "still shocked her nerves" and was noted that the implant "acted on its own" without her using the adjustment controls. The pt continued to have nerve problems and, sometimes, could "hardly walk". She was diagnosed with polyneuropathy earlier this year and which the current physician attributed to the device damaging her nerves. She was referred to a neurologist for treatment. She was reported to be permanently disabled due to the nerve damage. Unable to f/u with the contact info provided, hence no additional info was obtained.

Manufacturer narrative:
(B) (4).